Event description:
Allegedly, when pt was opened up, surgeon purportedly found little beads of calcium sulfate that was completely removed and flushed.

Manufacturer narrative:
Additional info received 2/19/08.